Event description:
This lead was explanted and replaced as the physician found the lead to be "malpositioned". The lead has been retained by the hospital. Should additional info become available, this event will be updated.